Manufacturer narrative:
H3: product ID 977a260 serial (B)(6) was returned for product analysis. Analysis found all conductors were broken; 29.4 cm from the distal end of the lead. Product ID 977a260 serial (B)(6) was returned for product analysis. Analysis found all conductors were broken; 21.9 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of therapy. Impedance review found that all were either "avoid" and "do not use". The cause was not known. The leads and stimulator were replaced. The physician chose to replace the entire system to be sure the stimulator wasn't the issue. Testing of the new system found that all connections were good and impedances were within normal limits. The patient was programmed successfully and was happy with the results. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97791 (serial: unknown); product type: 0001-accessory; product ID 97791 (serial: unknown); product type: 0001-accessory; section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.